Event description:
Report 2 of 2. The customer contact reported unrestricted flow. At 0445, the device was programmed to deliver an unspecified concentration of pitocin, at dose of 4 milliunit/min. No further programming parameters were provided. It was reported, shortly after the delivery was started, the fetal heart rate (fhr) decreased from 135 bpm to 60 bpm for 3 minutes. At that time, the nurse noted the device door was open. It was reported there was an unspecified high pitched alarm and an unspecified volume of pitocin free flowed to the mother. It was reported the pitocin delivery was immediately stopped. The device was removed from clinical service. The mother was treated with an unspecified fluid bolus, body repositioning and unspecified oxygen therapy. At 0450, the customer contact reported the fhr returned to the 140's bpm. There were no adverse effects to the mother. Therapy was resumed using a replacement device using the same tubing set. On (B)(6) 2013 at 1327, it was reported the infant was delivered by primary cesarean section with apgar scores of (B)(6). The customer contact reported the mother and baby were discharged from the hospital on (B)(6) 2013 with no extended hospitalization time. During testing at the user facility, it was noted the device door roller was broken. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.